Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the coda balloon catheter was used with another manufacturer's device for the evar (endovascular aneurysm repair). The balloon was inflated for touch-up, but the balloon ruptured after several inflations. A longitudinal tear was noted on the complaint device. Another coda balloon catheter was used to complete the procedure, and there were no reported serious injuries to the patient as a result of the product problem.